Manufacturer narrative:
(B)(4). It was further clarified that the lot number was unknown. Therefore, no batch review was performed for this device. Additional information: further information regarding the event was received. The issue was clarified to be that the twist clamp on the transfer set was difficult to open and close as it was too tight. The device was received for evaluation. Visual inspection, leak testing, clear passage testing and torque testing were performed with no issues noted. The problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12i27059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer reported that a patient was "trying to take out the transfer set from [their] body" but the transfer set was "too tight to open." There was patient involvement but no patient injury and no medical intervention related to this event.